Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. It was reported the patient had psoriasis. It was reported the patient dermatologist provided a medicine that further irritated the psoriasis. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient was issued additional garments and the doctor advised the patient could take a break from wearing the vest a few hours a day. Follow up indicated the irritation improved. Supplemental report 10/05/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. It was reported the patient had psoriasis. It was reported the patient dermatologist provided a medicine that further irritated the psoriasis. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient was issued additional garments and the doctor advised the patient could take a break from wearing the vest a few hours a day. Follow up indicated the irritation improved.